Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via MRI. Healthcare professional later reported "the prosthesis no longer has its shell. Rupture of the shell with gel extrusion, intracapsular rupture". Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via MRI. Healthcare professional later reported "the prosthesis no longer has its shell. Rupture of the shell with gel extrusion, intracapsular rupture". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4, h6 device is not PMA approved.